Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for alleged under delivery anomaly, pump error 63 alarm, cosmetic damage (damaged retainer ring), and high blood glucose's found on (B)(6) 2021. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. Device successfully downloaded to thus and carelink. Confirmed normal bolus deliveries of: 1.90unit on (B)(6)2021 at 02:08:42, 8.50unit on (B)(6) 2021 at 13:50:24, 7.00unit on (B)(6) 2021 at 14:20:00. Pump error 63 was found in the history file on (B)(6) 2021 at 16:42:17 and 16:50:22, ambient light failure (variable 3). Keypad overlay was peeled and traces of on the keypad assembly were examined and found broken trace at pin 6. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, scratched case, and broken belt clip rails. In summary, customer allegation for under delivery was not confirmed. Customer allegation for cosmetic damage (damaged retainer ring) was confirmed during visual inspection where cracked retainer was noted. Customer allegation of pump error 63 alarm confirmed with ambient light failure (variable 3) where traces of on the keypad assembly were examined and found broken trace at pin 6. Unable to confirm high blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the insulin pump was under delivering insulin due to not getting blood glucose down when giving boluses like normally. Insulin pump had a damaged retainer ring. The customer stated that the reservoir was able to lock into place. Customer received hardware low level failure error. Customer stated they were able to clear the alarms and they were able to rewind insulin pump. Customer was performed self test and it was failed. Customer also performed displacement test and it was passed. Customer experienced high blood glucose level of 21 mmol/l. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.